Event description:
It was reported that (1) device was used during an unk procedure. It was reported by the affiliate that when the surgeon fired the cdh25, one staple remained in the staple housing and did not form. There was some leakage from the tissue and the surgeon used overstitches to close the tissue and complete the case.